Manufacturer narrative:
H6: codes have been corrected continuation of d10: product ID 97745 lot# serial# (B)(6). Implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) m planted: (B)(6) 2021 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller reported the patient's implanted neurostimulator battery is dead and they are unable to charge it. Caller stated patient had unrelated back surgery on (B)(6) 2025 and it was unknown how long before that the patient charged the implanted neurostimulator or how long they had issue with it. Caller stated the controller unlocks, but when they plug the recharger into the controller, it does not register that recharger is plugged in and therefore, doesn't prompt them to place recharger over the device. Caller was able to connect recharger to controller and reach "no device found" screen and then initiate passive recharge cycle with high of 93 on antenna locate screen. Agent reviewed passive recharge mode. Caller will call back if controller continues to not "recognize" recharger. Additional information was received from a patient stating the battery inside their body is dead and has been for some time. Also, the wires came disengaged from the battery at some point in 2025 or sooner. Due to the problem patient now needs another surgery to remove the battery and wires. Patient is taking a chance at having an updated new battery installed. The controller does not work.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6). Product type programmer, patient product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-apr-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 10-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.